Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. The patient described the irritation as "itchy, oozing, and gross". There was no alleged device malfunction contributing to the irritation. Patient reported that his physician told him to use cornstarch. The patient also used hydrocortisone and calamine lotion on the irritation. It is unknown if the hydrocortisone and calamine lotion were recommendation by the physician. Follow up indicated that the skin irritation has improved.